Event description:
Level adjust pad (specifically the down adjust) was damaged to the point that button was gone completely. Pump continues to turn even when adjust button was not being depressed. Button pad had been worn being indented with foreign object to adjust the blood level down in the drip chamber. The switch was stuck in the level down mode continuously pulling.